Event description:
Boston scientific received information that the pacing thresholds on this right ventricular lead rose from 0.8v to 4.5v. This patient was in a slow sinus and only pacing 2% in the right ventricle. No adverse patient effects were reported. The physician alleged micro-dislodgement. This issue was to be further monitored and the patient was to be evaluated the following month. The patient had mentioned feeling dizzy when getting out of bed one morning. No other patient effects were reported. All available information indicates that the product remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.